Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device began overheating. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet received the device on 11/13/2009. The visual inspection revealed that the cold jaw boot insulation had a burnt mark. It was also observed that the cutter wire was burnt. Maquet is performing a more detailed investigation. A supplemental report will be submitted with the investigation has been completed and the final failure analysis has been received. (B) (4).